Event description:
It was reported that the left-hand monitor had superimposed images on it and was not working. It was also reported that due to this issue, the customer had to use another system to finish the case. This issue caused the system to become unusable due to the inability to see the live image. There is no report of patient injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the left monitor. The system operates as intended.